Event description:
The pt underwent the "cvs" procedure and one transcervical pass was made. No villi was found in the sample and the pt reported an amniotic fluid leak 2-3 days post procedure. The pt experienced a spontaneous pregnancy loss several weeks later.